Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The starclose se device was used in an area of calcified plaque. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a starclose se device after a left leg interventional procedure using a 6f sheath. Reportedly, the clip failed to deploy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.